Event description:
It was reported "just finished a case at hhc. I requested a sw-121 and a sw-521 needle each. It trued out the package of 521 needle contains 121 needle."

Manufacturer narrative:
It was concluded, based on retention sample analysis, that sw-521 production lot 0703071 was produced using the correct components, but with a misprinted heat shrink sleeve. Even though the correct lot number was printed on the heat shrink sleeve, it was incorrectly printed with catalog number sw-121, instead of sw-521. Incorrectly printed catalog number on heat shrink sleeve was due to operator error. Since this device was manufactured, the following corrective actions have been taken: training of manufacturing personnel. The operation has been enhanced so that the heat shrink of the numbered sleeve is a controlled labelling process.